Event description:
It was reported that there was a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer successfully followed instructions to remove the cartridge from the pump, deliver a bolus, and reload the cartridge, which resolved the issue and allowed them to resume insulin therapy.